Manufacturer narrative:
As stated in the describe event section, the impacted disc separated (dislodged) from the electrode as the electrode was pulled through the scalp wounds. Prior to this complaint, ad-tech had received several complaints of similar nature. Due to the number of complaints received, a corrective action/preventive action (CAPA) investigation was initiated to address this issue in may 2014. The probable root cause for this issue (disc dislodgement) was found to be due to percutaneous removal of the electrodes by the end user; ad-tech's directions for use (dfu) specifically states that ad-tech's subdural strip electrodes be removed surgically. As a correction to the CAPA, the following warning statement was incorporated into ad-tech's dfu in june 2014, "warning: percutaneous removal may result in the separation of materials, requiring surgical intervention to retrieve the electrode and contacts." A memo was sent to all ad-tech neurosurgeon customers informing them of the addition to the dfu in june 2014. It was confirmed that the doctor associated with this complaint acknowledged notification of this addition on 7/14/2014.

Event description:
Ad-tech received a complaint from a customer on (B)(6) 2015 stating that "the electrode disc separated from the electrode as it was pulled on the electrode to remove them. Electrode pulled through the scalp wounds. One (1) disc actually separated totally." In a follow-up email, the customer reported that the separated disc was accounted for and there was no patient injury. Additionally, there was no delay in surgery as a result of the issue and no medical interventions were required to address this issue.